Event description:
It was reported that the patient line cap (pull ring) of an amia automated pd cycler set was ¿not on the patient line." This was observed when the patient removed the cassette from the box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a loose green cap to the patient connector inside a closed pouch. There was no evidence of issues with the cap or the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.